Event description:
While placing inserter into femoral neck, the surgeon impacted with a mallet. After two hits with the mallet, the head of the coupling screw sheared off. After several attempts to disconnect the blade from the coupling screw, the surgeon had to impact backwards to be able to extract and remove the helical blade. The surgeon used another set of devices to complete the procedure. All fragments and the original helical blade were retrieved from the pt. The procedure was extended by approximately 45 minutes in order to place the second helical blade.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.